Manufacturer narrative:
Product evaluation: the cartridge was returned in an opened pouch. Only a small amount of viscoelastic was observed in the cartridge. Stress lines of varying degrees are observed along the anterior and posterior surfaces beginning prior to the parting line/fill to line. The stress lines are also observed on the anterior and posterior of the cartridge tip. The tip is not fractured, cracked nor have an aneurysm. The stress lines may have been interpreted as the reported complaint of "stress fractures". The cartridge shows evidence of being placed into a handpiece. The customer indicated the use of a qualified lens with a qualified handpiece and viscoelastic. The stress marks are an expected occurrence with a lens delivery and do not denote a product deficiency. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the cartridge had a greater than normal stress fracture that occurred during lens injection into the eye. There was no patient harm or case delay. Additional information has been requested and received.